Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump took over 5 minutes to come on, following a battery change and button press. The customer's blood glucose was 92 mg/dl. The customer also received an alarm. The customer declined troubleshooting. Nothing further reported.